Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a right tka surgery performed about 10-15 years ago, the patient went through a revision surgery on (B)(6) 2022 per standard practice. Further information is unknown and is not available.

Manufacturer narrative:
G5: PMA/510(k) # and h8: usage of device. Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case from australia reports a patient had bilateral knees replaced about 10 or 15 years ago. On (B)(6) 2022, revision surgeries were performed on both knees on the same day. A 9mm poly was used on the left knee and an 11mm poly right knee. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that the device does not replace normal healthy bone, and that the implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future, this has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.